Manufacturer narrative:
One cadd solis vip pump was received in good physical condition. The pump was visually inspected and the reported "error 44510" issue could not be duplicated. The event log did not show an error code. The device was found to be working properly and no problem was found.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd solis vip pump gave error 44510. No adverse event reported.